Event description:
Mdr2052 cook 204-121_ae1, mdr2052 cook 204-121_ae1 - evo-fc-11-4-b. (B)(6) 2018, 14 days post procedure- migration of study stent managed endoscopically. Stent removed and replaced by plastic stent. Patient outcome : stent removed and replaced. Date of death (B)(6) 2020. Unknown cause of death.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the 1x evo-fc-10-11-4-b device of lot number c1487796 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study ¿mdr2052¿ to capture ¿stent migration¿. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. IFU & label review: as per the IFU (ifu0062), stent migration and death (other than due to normal disease progression) are known potential adverse events that can occur in conjunctions with biliary stent placement: ¿additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumour or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumour overgrowth, vomiting¿ there is no evidence to suggest that the customer did not follow the instructions for use/product label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to a procedural adverse event as ¿stent migration¿ and ¿death (other than due to normal disease progression)¿ are both known, potential adverse event associated with upper gi endoscopy. As per page 28 of the casebook, the migration was unrelated to the stent itself. The cause of patient death in the study is unknown. It was noted on page 29 of the casebook that the migration of the stent did not lead to the patient death. Summary: according to the pmcf study, the evo-fc-10-11-4-b stent migrated 14 days post-stent placement. Confirmed quantity of 1 device. Confirmed used. As a result of this occurrence, the patient did experience an adverse effect due to this occurrence. The patient required endoscopic replacement of the stent with a plastic stent. The migration did not lead to the patient death as per the casebook. Investigation findings concluded a definitive root cause could not be determined. A possible root cause could be attributed to the procedure as stent migration and death are known potential adverse events associated with upper gi endoscopy. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 01-jun-2023.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-4-b device of lot number c1487796 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study ¿(B)(4)¿ to capture ¿stent migration¿. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the IFU (ifu0062), stent migration is a known potential adverse event that can occur in conjunction with biliary stent placement: ¿additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumour or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumour overgrowth, vomiting¿. There is no evidence to suggest that the customer did not follow the instructions for use/product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to a procedural adverse event as ¿stent migration¿ is listed in the IFU as a potential adverse event associated with upper gi endoscopy. Fully covered stents have a higher risk of migration. The stent migration led to re-obstruction of the bile duct. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: from the pmcf study, the stent was implanted on the (B)(6) 2018. The evo-fc-10-11-4-b stent migrated 14 days post-stent placement which resulted in recurrent biliary obstruction. As a result of this occurrence, the patient required endoscopic replacement of the stent with a plastic stent and it was reported that the patient recovered/stabilised following this. Patient death was reported on the (B)(6) 2020, the cause of death was unknown, from medical advisor input patient death was due to progression of cancer.

Event description:
Supplemental correction report is being submitted to include updates to investigation evaluation notes.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-4-b device of lot number c1487796 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the attached pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: "this device is used in palliation of malignant neoplasms in the biliary tree." There is evidence to suggest that the customer did not follow the instructions for use/product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to the abnormal use of the device. From the information available, the device was used to treat an obstruction due to angiocholitis, there was no report of malignant condition. The abnormal use led to stent migration. As previously mentioned, the IFU states "this device is used in palliation of malignant neoplasms in the biliary tree." The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: from the pmcf study, the stent was implanted on the (B)(6) 2018. The evo-fc-10-11-4-b stent migrated 14 days post-stent placement which resulted in recurrent biliary obstruction. A definitive root cause can be attributed to abnormal use of the device. As a result of this occurrence, the patient required endoscopic removal of the migrated stent and replacement of the stent with a plastic stent. It was reported that the patient recovered/stabilized following this. Patient death was reported on the (B)(6) 2020, the cause of death was unknown. From medical advisor input patient death was not related to the device.

Event description:
Supplemental correction report is being submitted following a review of this complaint file.